Event description:
It was reported that the ilet device exhibited an unresponsive screen during the unlock process, and a device restart via the mobile app did not resolve the issue. Symptoms included no clinical effects. Outcomes included no impact on health and no need for medical care. Investigation included customer support troubleshooting and device restart attempts. Investigation of this case revealed a device performance issue related to the touchscreen interface that prevented normal operation. It was concluded, based on previously established findings for similar reports, that the cause was a device malfunction of the display/touch interface.